Event description:
It was reported that during the procedure the mitraclip delivery system (cds) was pulled into the clip introducer too quickly, resulting in the clip getting stuck on the clip introducer. The physician trimmed off the torn segment of the clip introducer and inserted the cds into the steerable guide catheter (sgc). Subsequently, there was a loss of fluid column in the sgc. The sgc was in the left atrium. It is surmised that the stiff clip introducer damaged the sgc valve. The cds and sgc were both removed from the anatomy. There was no air embolism. There was no adverse patient effect. The sgc and cds were replaced with new devices. One mitraclip was implanted reducing the mitral regurgitation from grade 3-4 to 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. A review of the lot history record revealed no non-conformances for the lot that would have contributed to the reported complaint. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Potential causes for difficulty during advancement of the clip introducer over the clip resulting in the clip introducer (ci) tear can include, but are not limited to, manufacturing anomalies, user technique and procedural conditions (such as orientation of the clip during insertion or forcefully advancing the clip introducer). With respect to the user technique/procedural conditions, the difficulty in advancing the clip introducer over the clip may be influenced by user technique/procedural conditions, such as the orientation of the clip during insertion, the clip not being fully closed or the user technique of advancing the clip introducer over the clip. In this case, the information provided stated that the clip was fully closed upon advancing the ci over the clip; however, the ci was advanced too quickly, resulting in the clip getting stuck on the ci. The ci was therefore damaged (torn) due to the clip getting stuck on the ci. It was further stated that the torn segment of the ci was trimmed off and the clip delivery system (cds) was inserted into the steerable guide catheter (sgc). Loss of fluid column in the sgc was noted, and was identified to be due to the stiff ci damaging the sgc hemostasis valve. It should be noted that the mitraclip instructions for use instructs the user to inspect all clip delivery system parts, including the clip, to verify they are undamaged. It further warns the user to not use the device if damage is detected. Based on the information reviewed, the reported difficult to insert ci resulting in the ci tear appears to be related to operational context / user technique/error and not a product quality deficiency. The steerable guide catheter referenced is being filed under a separate medwatch MFR number.